Manufacturer narrative:
(B)(4). Batch: # u5a774. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damage with a reload present. The reload was received unfired with the swing tab in the unlocked position and both gripping surfaces broken off, making the reload non-functional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open gastrectomy, the cartridge could not be loaded into the jaws before use. It was reloaded many times, then the gripping surface was broken off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.